Event description:
It was reported that the patient is deceased. Per the forwarded paperwork, the patient died approximately two months post implantation of a cardiac defibrillator (ICD). A cause of death has been requested and not received.

Event description:
(B)(4).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Additional information: based on the correct date of implant, the patient died approximately three months post implant of the device; and though a cause of death was requested and not received, new information states that the cause of death was "not related" to the device.